Event description:
Instrument failure - a 13mm x size 10r, 3d trial insert broke during trial process. No excessive force nor impact was observed. The medial edge of the insert trial broke off and was retrieved.